Event description:
A report was received that the patient was experiencing burning/shocking sensation and sharp pain right below the ipg site. The shocking sensation happened whether stimulation was turned on or off and seemed to get worse upon movement. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing burning/shocking sensation and sharp pain right below the ipg site. The shocking sensation happened whether stimulation was turned on or off and seemed to get worse upon movement. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that the pain in the patient¿s hip was unrelated to the stimulation. The patient underwent an explant procedure. The devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing burning/shocking sensation and sharp pain right below the ipg site. The shocking sensation happened whether stimulation was turned on or off and seemed to get worse upon movement. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to lesser pain relief over time. It was also reported that the patient developed pain and tenderness at the left hip where the ipg is located. It was believed that the hip pain was device related. Device malfunction was not suspected.

Event description:
A report was received that the patient was experiencing burning/shocking sensation and sharp pain right below the ipg site. The shocking sensation happened whether stimulation was turned on or off and seemed to get worse upon movement. The patient will undergo a revision procedure.

Manufacturer narrative:
No further information can be obtained regarding the revision procedure.